Event description:
It was reported that (1) device was used during a bilateral inguinal hernia. It was reported by the rep that the tsw35 instrument was unable to be fired. When trying to staple the hernia sac, the instrument broke. The surgeon put force on the handle which broke. Another instrument was used to complete the case. There was no consequence to the pt.